Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. No further details were provided. The physician indicated that he had not seen the patient since she was implanted.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-8216-50, serial/lot: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient passed away. No further details were provided. The physician indicated that he had not seen the patient since she was implanted.